Manufacturer narrative:
(B)(4). Evaluation summary: two units were available for evaluation. No defect was observed during visual inspection. A functional leak test was performed by refilling the bladder with green color water to its nominal volume. During and after fill, no evidence of rupture was observed on the two units. The customer reported condition was not confirmed. No further testing was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
It was reported that the reservoir of a large volume infusor had ruptured during filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.